Event description:
It was reported that the patient presented in clinic experiencing shortness of breath. The pulse generator was found in backup vvi mode. A user download successfully restored the device. The patient would be monitored.

Manufacturer narrative:
.